Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The device was removed from the patient and when it was wiped with cotton, the device separated about 30 cm from the tip with no resistance being felt. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Media inspection of pictures provided by the site revealed imaging window detachment.